Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - reamers: reamer head/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review /investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the underwent for a surgery. During the surgery, the inner spines of the drive shaft that connect the unknown reamer heads onto the drive shaft stripped out, causing the tines on the unknown reamer heads to break off inside the patient. There was one tine left in the patient. Fragments were generated. There were a 30minutes surgical delay. The procedure successfully completed. No patient consequence. This complaint involves two (2) devices. This report is for (1) unk - reamers: reamer head. This report is 2 of 2 for (B)(4).